Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported tha the customer had an a47 alarm and blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that an a47 alarm during normal use and that is normal behavior. The troubleshooting for blank display was performed. The customer will insert battery cap as soon as possible with new battery and call back if issues persist.